Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on electronics noted. It also had a scratched display window and missing end cap sticker. No scroll bar moving with no input noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the some of the buttons on the insulin pump were not responding properly and the numbers were ramping up on their own. The customer explained that the device got wet prior to the keypad issue. Blood glucose value was 223 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.